Event description:
It was reported that the display device is not alerting at the proper threshold. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. The product was evaluated. An exterior visual inspection was performed and passed. Charge test was performed and passed. Receiver boot test was performed and passed. The receiver log was downloaded and reviewed finding no data before the alleged incident date related to the complaint. The allegation was undetermined. The probable cause was was unable to be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. Alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. Receiver try it test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.